Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and to provide information that was inadvertently left out. The device was returned to olympus for inspection and the reported leak was confirmed. The bending section cover was found pierced and leaky causing watertight loss. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the bronchoscope was used to take a sample from a patient who was tested weak positive for tuberculosis. At the time of disinfection, the customer noted a distal end leak problem on the endoscope; thus, not being able to disinfect it in the machine.

Event description:
A patient was diagnosed with tuberculosis after undergoing bronchoscopy. Microbiological samples were sent and currently awaiting test results. No reports of contamination or treatment.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was additionally reported that the scope was not the source of infection. There was no patient harm reported.

Manufacturer narrative:
Updated fields b5, h2, h6. Should any additional relevant information be acquired a supplemental report will be submitted.